Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-01715; 425-97-015, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that the patient fell whihc led to peri-prosthetic fracture.